Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that high impedance and thresholds were noted on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.